Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the image sensor unit or a defect in the board inside the video connector. Alternatively, it is also likely that the communication with the system became unstable due to foreign matter adhering to the electrical contact of the video connector. Olympus will continue to monitor field performance for this device.

Event description:
The distributor reported on behalf of the customer, during the case, the endoeye flex deflectable videoscope presented a no image-unrestorable-error code. The intended procedure was completed with another device. No patient injury reported.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. A (b30 scope communication error) occurred due to dirt on the electrical contact of the video connector. The scope identification (ID) data was missing due to breakage of the ID board due to external factors. Insulation (safety) during high-frequency treatment could not be ensured due to damage to the hard tube due to external factors. The bending section cover adhesive was missing. The video connector was cracked due to external factors. The video connector case was cracked due to external factors. The vent metal on the light guide connector was loose due to external factors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.